Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) pump repositioned due to an unspecified reason. No new components were implanted. Should additional information be received supplemental report will be submitted.